Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient complained of pocket stimulation. There were no further complaints reported by the patient with respect to issue. The device remains implanted and in use.